Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10350-50a, UDI: n/a, serial: (B)(6), batch: n/a."

Event description:
It was reported the patient had a recent trial lead placement. After that the patient was transferred to recovery, prior to programming the patient experienced a seizure. The patient was transported to the emergency room where the nurse inspected the procedure site and replaced the dressing. The physician decided to migrate risk, and surgical intervention took place where the leads were explanted to address the issue. Therapy was never initiated. Surgical intervention may take place at a future date for re-implant. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.